Event description:
Additional information reported the catheter was not replaced in the spine and therapy has been stopped. The drug was removed from the pump on (B)(6)-2013 and the pump was shut off. It was planned that the pump will be removed (B)(6) 2014. The patient started to hear the pump critical alarm and was concerned that the pump would resume function if there was still drug in the pump. It was verified that the pump will not resume function. The patient is recovering from surgery.

Event description:
It was reported the patient started to develop numbing in their left leg approximately three months ago. It was suspected there was a granuloma. Magnetic resonance imaging (MRI) was performed. The plan was to remove the granuloma and replace the catheter if appropriate. The patient status was alive; no injury. The pump was delivering morphine concentration 25 mg/ml; dose: 20.5 mg/day and clonidine 200 mcg /ml dose: 164.12/day additional information reported a catheter revision was being done on (B)(6) 2013. They are "going in and exploring" and there is a possibility there is a granuloma. Additional information reported surgery was performed and they removed a granuloma. The granuloma was located at l1-2. Due to the severity of the granuloma, they removed the catheter from the spine and stopped the pump. The patient was admitted to the intensive care unit (ICU) to monitor for withdrawal. The pump therapy has been stopped. The clonidine being delivered by this pump was 164.12 mcg/day.

Manufacturer narrative:
Product ID: 8711, lot# j11212r48, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).